Event description:
Hemodialysis pts c/o nausea, vomit, hypotension in between change over of 1st and 2nd shift 10:00 am - 12:00pm. Staff identified bicarb tank. Malfunction in which bicarb in day tank was diluted, bicarb conductivity out of range, indicating dilution.

Event description:
Hemodialysis pts c/o nausea, vomit, hypotension in between change over of 1st and 2nd shift 10:00 am - 12:00pm. Staff identified bicarb tank. Malfunction in which bicarb in day tank was diluted, bicarb conductivity out of range, indicating dilution.

Event description:
Hemodialysis pts c/o nausea, vomit, hypotension in between change over of 1st and 2nd shift 10:00 am - 12:00pm. Staff identified bicarb tank. Malfunction in which bicarb in day tank was diluted, bicarb conductivity out of range, indicating dilution.

Event description:
Hemodialysis pts c/o nausea, vomit, hypotension in between change over of 1st and 2nd shift 10:00 am - 12:00pm. Staff identified bicarb tank. Malfunction in which bicarb in day tank was diluted, bicarb conductivity out of range, indicating dilution.